Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to impedance issues and the brady pacing rate not pacing as expected. No additional adverse patient effects were reported.